Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a slight drop in longevity which was likely related to increase in power consumption. Analysis showed that the change in longevity was due to a change in the percentage of right atrial (ra) lead pacing to 100 percent. In addition, the device power consumption of 48 microwatts closely matched the battery calculator estimate of 49 microwatts. Also, with right atrial (ra) pacing percentage increase, the output was high at trend 3.5 volts. As of this time, the device remains in service. No adverse patient effects reported.